Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va08cyv, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the device was sticking out of their hip/buttocks. The patient stated that the device was not completely out, but with each day it sticks out more and more. The patient also reported that every now and then they would feel a wire sticking inside their body. The patient stated that they did have a fall in the past, but stated that the fall was not related to the current issue. The patient confirmed that the issue began earlier in 2017 and requested physician listings to have the device removed. Patient status is unknown at the time of this report and at the time of this report no surgery is scheduled. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they think the cause of these issues may be because they lost (B)(6) pounds since they were implanted.